Event description:
Prior to attempted implant, the helix of the lead failed to retract. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received a complete lead was returned in one piece. With the helix extended and clogged with blood and tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue.